Event description:
It was reported that during service by a manufacturer field service technician at the user facility the power cord was found to have burn marks on the female plug end. The power plug module was also found to be broken, exposing two of the prongs. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.